Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider found the compressor was not building up pressure and was the ventilators primary gas source. The compressor was opened up, the water trap filters, the air intake filter and the suction filter were cleaned, all tubing was reconnected and the compressor and ventilator worked properly.

Event description:
It was reported that during set up a ventilator generated an air supply loss alarm. There was no patient involvement. There was no patient involvement.